Manufacturer narrative:
Complaint investigation is in process.

Event description:
Customer stated that they encountered 28 false positive samples when running the realtime sars-cov-2 assay. The customer stated that on their run from (B)(6) 2020, there was 1 sample with a cycle threshold (CT) of 3 and 28 samples with high cts. The customer repeated the samples with high CT and they came back negative. Customer also stated that the false positive samples were random across the plate. Customer stated that they performed an environmental run on (B)(6) 2020, which found no evidence of environmental contamination. Customer confirmed that the 28 suspect samples were retested on a different m2000 system and generated negative results on retest. Customer stated that the initial positive results were released outside of the laboratory, but the lab moved swiftly in retesting and issuing corrective alerts to their providers. Customer stated that it is unlikely the discrepant results impacted patient management because they took corrective action within 24 hours.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log for the questioned run was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lots 508421 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 508421 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 508421. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 508421 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 508421 did not identify any additional complaint tickets related to this issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 508421 was not identified.